Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels in the 45-50 mg/dl range with an unknown cause. Bg was treated with juice. Although requested, the customer declined to upload pump data for analysis.